Event description:
Customer reported that the pull-tab broke off their size 2 flex cup during attempted removal. As a result, the customer was unable to remove the cup themselves and was seen by a doctor for assistance with removal. The customer stated that the doctor did use tools to assist with removal, but did not specify which tools were used. Visit/treatment notes did not specify which tools were used and stated that the flex cup was removed in one piece. The cup had been inserted for approximately 18 hours at time of removal. The customer reported experiencing no adverse symptoms upon insertion, during use, and following the medically assisted product removal and was not prescribed any medication. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.